Manufacturer narrative:
It was identified that the patient temperature deviated approximately 1.2 degrees c from target temperature for up to approximately 45 minutes. Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c for greater than 30 minutes.

Event description:
It was alleged that the device did not cool the patient fast enough. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the device did not cool the patient fast enough and that the patient temperature deviated from 32.4c-34c. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Event description:
It was alleged that the device did not cool the patient fast enough and that the patient temperature deviated from 32.4c-34c. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by providing feedback on device operation.

Event description:
It was alleged that the device did not cool the patient fast enough and that the patient temperature deviated from 32.4c-34c. The patient was not adversely affected and no clinically relevant delay in treatment was reported.